Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was successfully repositioned due to low sensing measurements and high capture thresholds. Review under fluoroscopy showed the lead had dislodged.